Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: the black box showed evidence of a call service alarm and confirmed occlusion during a prime operation. The pump was exercised for 24 hours and the call service alarm complaint was not duplicated. No defects were found; the investigation was completed with the returned battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).